Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain and elevated serum levels of cobalt and chromium. During revision the bhr cup and the bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This legal case has re-opened due to the receipt of medical documents i.e. Primary operative reports, revision reports, and chart sticks. On (B)(6) 2007, this patient with degenerative osteoarthritis of the left hip affecting her daily activities and failed non-operaive management underwent a left birmingham hip resurfacing. Eight years post implantation of a left birmingham hip, this patient developed increasing pain, increasing metallosis with elevated cobalt and chromium serum levels and what appears to be osteolysis around the implant with cystic formation around the acetabular component underwent a revision of her left birmingham hip due to loosening. Intra-operative findings; once the left hip was dislocated, there was gross loosening of the femoral neck with osteonecrosis. There was a small cystic formation up into the ilium. The surgeon irrigated the hip to remove any particulate debris. There was staining of the synovium due to the metallosis. Once this was removed, there were no evidences of any granulomas or lytic lesions in the tissues themselves. The reported intra-operative findings are consistent with an adverse reaction to metal debris with metal on metal components. However, without the pathology report, images, the explanted device and metal ion levels units of measure, the root cause cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to pain and elevated serum levels of cobalt and chromium.